Event description:
During a laparoscopic appendectomy, the cautery device attached to a maryland kelly dissector ignited at the level of the cord. The fire spread to the surgeon's gown and deeper into the surgeon's scrubs. The instrument was immediately removed from the patient and the fire was extinguished with the surgeon's hand. Water was doused on the surgeon's scrubs and gown and the patient's drapes. Oxygen was immediately shut off. No harm to the surgeon or patient. Later on, the case continued without incident.